Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Event site name: (B)(6) hospital. Event site postal code: (B)(6). Event site telephone number: (B)(6).

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) experienced a lack of counterpulsation. After restarting the machine, it returned to normal, but the problem reappeared shortly thereafter. Users have stopped using the machine and no injuries were caused.